Event description:
It was reported that the patient received inappropriate therapy, due to noise on the lead. The lead was replaced.

Manufacturer narrative:
The reported noise was confirmed. Analysis found the outer insulation was abraded open 43 cm to 45 cm from the helix end ober the is-1 ring cable lumen. The etfe insulation of one of the ring cables was also abraded open, exposing the conductor wires inside. Both insulation abrasions were caused by friction to the ICD can, which generates noise. Further analysis found an intternal abrasion, also exposing cable conductors. Contact between the bare rv cable conduct- ors and the svc shock coil resulted in a spark and melting.